Event description:
It was reported that this system with a pacemaker and a right ventricular lead was revised due to failure to capture and high thresholds. The rv lead and the pacemaker remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.